Event description:
Interruption in pain management therapy reported. The pump was programmed to infuse morphine 1mg/ml with bupivicaine 0.1% in a 1 liter fluid container in the epidural continuous only mode of delivery at 5.0ml/hr. The pt was receiving pain management therapy in the home setting. It was reported that the pump alarmed "low battery". The batteries were changed, but the "low battery" alarm continued. The nurse was called to the pt's home and again changed the batteries. It was reported that the nurse left the pt's home confident that the alarm alert was resolved and that pain management therapy continued per programmed parameters. Approx 2 days later, the caregiver notified the pharmacy to report that the pt's pain management was not under control. The nurse returned to the pt's home and observed that the display indicated "run", but the icon was not rotating. The nurse reprogrammed the pump and this time the display indicated "run" and the icon was rotating. Pain management therapy continued without event until a replacement pump could be delivered. It was reported that though the pt had oral adjuvant therapy meds, the pt's pain was not under control during the interruption. Though requested, there was no additional info available.